Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had experienced a shocking sensation around their implant site. The shocking felt like a sharp pinch and it would shock then stop and repeat itself for 20-30 minutes. The patient noted they had fallen about a few months ago and landed on their stomach. The patient also mentioned they were first reprogrammed about a month ago. They were to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.